Event description:
A patient underwent a hip procedure, and the insorb 2030 skin stapler was used to close the incision. The patient experienced a wound dehiscence one week post op requiring medical intervention. Re-closure was performed in the operating room.